Manufacturer narrative:
Evaluation: the electronic history file from the actual device involved in the incident was evaluated. The actual device has not been returned although attempts are being made to coordinate its return to assist with the investigation. No conclusion can be made at this time and the investigation remains open.

Event description:
On (B)(6) 2011, upon review of a device's electronic history record, it was identified that during a rescue attempt on (B)(6) 2011 a device canceled a shock and reported a service message. The device was powered on a second time with the same outcome. It was reported that the pt was not resuscitated.